Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's grandmother that the customer put their insulin pump in a zip lock bag and the insulin pump continued to deliver insulin. Insulin got all over the insulin pump and it is not working. Troubleshooting occurred. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. Insulin pump had a cracked display window and cracked reservoir tube lip. No moisture damage on electronics noted.